Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery. Blood glucose value was over 200 mg/dl. Customer stated that she experienced issues with the infusion sets not sticking and also had bleeding at site. The alarm was resolved by a complete infusion set and reservoir change. Customer declined troubleshooting and stated that she would need to remove the set she currently has on because of the high reading of 287 mg/dl. Customer treated with manual injection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.